Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the photographs and videos provided by the customer were reviewed. The picture and the first video show an eye being implanted with an intraocular lens (iol) claimed to be a tecnis optiblue 1-piece iol with simplicity delivery system, model dcb00v. The following picture and video show an iol in the intraocular space with one of the lens haptics attached (stuck) to the lens optical portion. Another image shows a screen capture of the second video at second 6 with the haptic being released using a second instrument to separate it from the optic. The root cause or the potential clinical impact of the reported event cannot be determined from a picture assessment. The complaint issue of haptic stuck to optic was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue of foreign material ¿ loose was not confirmed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Corrected data: upon further review it was noted that "g4" field for the PMA number was inadvertently populated with p980040 on the initial MDR; the field should have been left blank. Therefore, the information is being corrected in this supplemental MDR report as per the following: section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the leading haptic of the intraocular lens (iol) remained attached to the optic for more than 10 minutes after implantation into the capsule. Eventually, it was detached manually, using various tools, including lens hooks. An adhering substance was observed in the area where the leading haptic had been attached. The lens remains implanted because the patient's postoperative visual acuity had been satisfactory, and there were no reported issues. No additional information was received.